Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details will not be requested as this is a legal case. No additional information is available at this time. Reason for reoperation: pain, emotional distress, leakage from implants, possible autoimmune reaction.

Event description:
Patient representative reported left side, "pain and suffering, emotional distress, leakage from implants, possible autoimmune reaction". Device remains implanted.